Event description:
It was reported that the l4 right pedicle screw was not placed according to the screw plan. Intra-operative imaging taken showed the screw had breached laterally and the screw was repositioned to a new trajectory without use of the system.